Event description:
It was reported that during a procedure, on initial firing, the device cut but did not lay a staple line. Sutured the cut line up and used another device to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 12/03/2008. Info anticipated, but unavailable at this time.